Manufacturer narrative:
E1: address = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram with percutaneous catheter thrombolysis and aspiration of arterial thrombus in the left lower extremity, a tear was noted at the tip of a flexor raabe guiding sheath's dilator. Per the reporter, the tear was "non-human induced". The sheath was immediately replaced with another device of the same type, and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.